Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the auxiliary full-height drawer number seven did not register as closed. The field service engineer (fse) removed the drawer from the auxiliary chassis and inspected the rear of the drawer components. During inspection, the fse found that the latch inseparable had lost its magnet. The latch component was replaced. After reassembly, the drawer was reinstalled into the auxiliary chassis. The pyxibus cable was then reconnected, and the station was restarted. The fse logged into the hardware testing application and successfully completed the required diagnostic testing. The customer then logged into the application and successfully recovered the previously failed storage space. Additionally, the customer successfully inventoried medication in the previously failed storage space. No further problems or failures were observed at this time. A proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device.